Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury and perforation as assumed by the physician was associated with the procedural conditions and when the clip exited the sgc. Tissue damage/injury and perforation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Code 4641 was removed and code 4614 was added.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2-3 degenerative mitral regurgitation (mr) for a mitraclip procedure. While the steerable guide catheter (sgc) and mitraclip crossed the septum, a tear in the septum was noted and their was tissue noted on the clip. A clip was implanted successfully. The final mr was grade 1. The team has decided to wait for the closure procedure of the atrial septum defect (asd) for a couple of months and then will be reevaluated. There were no clinically significant delays.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.